Manufacturer narrative:
The main component of the system, other applicable components are: product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389-28, lot # 0205711925, implanted: (B)(6) 2012, product type lead; product ID 3389-28, lot # 0205651853, implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that there was an infected atheroma near the cables that as removed in toto; an excision atheroma / epidermoid cyst excision was performed. An epidermoid cyst excision was also noted. The etiology was noted as possibly related to surgery, unrelated/unlikely related to the stimulation, possibly related to the system, unrelated/unlikely related to the medication, and unrelated/unlikely related to a pre-existing/underlying disease. The event resulted in surgical intervention to prevent permanent impairment to a body function or body structure. The event was considered completely resolved on (B)(6) 2014. No further complications were reported/anticipated.